Event description:
The patient presented to the hospital having experienced inappropriate high voltage therapy. The records revealed that their inappropriate therapy was due to noise resulting in oversensing on the right ventricular (rv) lead. Lead damage was suspected. However, an x-ray was performed and no anomalies or damage were observed. No known intervention was performed at this time. The patient was stable.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was in stable condition.